Event description:
It was reported that during the implant procedure, the ventricular setscrew was stripped when connecting the ventricular lead to the pulse generator. The physician deemed that the lead was securely connected to the pulse generator and the device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).